Event description:
Additional information was received on (B)(6), 2012 when product analysis was completed on the explanted generator. In the product analysis lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications and analysis of the generator in the product analysis lab concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent prophylactic generator replacement on (B)(6) 2012. The explanted generator was returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6), 2012 when the nurse reported that they saw the patient in clinic and the patient was found to be non-compliant with medications prior to having 4 different seizure events. The nurse stated that the patient's mother far exaggerated the seizure event which was witnessed by the grandmother, the patient lives with the grandmother. The grandmother reported that the mother was not present at the time and is unreliable in her report. The nurse noted that they have no reason to believe the vns played any part at all in the seizures but may have helped prevent the seizures from occurring sooner. Replacing the vns was discussed only because it has been implanted for 6 years and the patient is away at college.

Event description:
On (B)(6), 2012 the patient's mother reported to the physician that the patient had not had a seizure in years and had one the other day out of the blue that was the worse seizures since she was 3 years old. The patient's mother reported that it went from a partial to a grand mal seizure very quickly. The mother stated that she thinks this is due to not being able to get the patient's medications refilled last time, had her medications off, the vns fading, and the heat. The mother wants to have the patient's vns replaced very soon. The nurse reported that the vns device is not very old and is used dually for seizures and depression. The patient's last settings were from (B)(6), 2008 and the nurse stated it is possible that there have been no setting changes since then. The nurse provided a synopsis of the patient's records from (B)(6), 2008 which state the patient's output current was increased from 1.75ma to 2.00ma and the magnet current was increased from 2.0ma to 2.25ma. Good faith attempts for additional information from the nurse have been made but no further information was received. The patient's programming history was reviewed and the patient was last programmed to output=2ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=2.25ma/magnet pulse width=250usec/magnet on time=60sec on (B)(6), 2008. A battery life calculation was performed which showed 2.55 years remaining until eri=yes. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
.